Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The returned waveone gold primary file 25mm is actually broken in the active part. The broken fragments shows some marks of use so the breakage issue obviously occurred during instrumentation. No material defect was found during analysis of the rupture pattern (breakage under uncertain conditions). No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #(B)(4)). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold file came broken from pack. The investigations showed that some dentine residues were visible in the flutes so it seems the breakage issue obviously occurred during use. The event outcome is unknown as of this MDR evaluation.